Event description:
It was reported that a piece of the cartridge broke off while in the patient's operative eye during surgery. The cartridge tip was in contact with the patient's eye. The patient status was reported as unknown. Through follow up, it was reported no other information is available at this time. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: information unknown/not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: telephone number : (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that a picture was provided showing the tip of the cartridge was split and was inadvertently not included in the initial MDR. Therefore, it is captured in this supplemental report. The following section has been updated accordingly: section h6: medical device problem code: 1135 cartridge tip cracked/damaged. 1069 cartridge damaged is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: device evaluation: product was not returned to manufacturing site so product testing could not be performed. Photos were provided by the customer. The photos were evaluated and found a mark on the lens in the eye and a split cartridge tip. The mark could not be confirmed as foreign material or lens damage. No further evaluation was performed. Based on the quality of the photos, no further evaluation can be performed and no further issues identified. The complaint issue "foreign material" was not identified during photo evaluation. The complaint issue "cartridge tip cracked/damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation no product deficiency or product malfunction could be identified. And the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.